Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "Customer is requesting for field service to come in and check this ventilator, he claims there was an incident involving this ventilator, he does not have any information on the problem with the ventilator or the status of the patient."

Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and the status of the patient. As of may 08, 2015 there has been no additional information provided by the user facility. (B)(4). Carefusion has dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as may 08, 2015. Once the evaluation and repair of the device has been completed carefusion will submit a follow-up medwatch report.

Manufacturer narrative:
(B)(4).a carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was unable to reproduce/verify the reported event. The field service representative ran the device through the operational verification procedure (ovp) per the operator¿s & service manuals and the device passed all testing. The field service representative was informed by the user facility that the device was not on a patient at the time of the reported event.